Event description:
The reporter stated the surgeon inserted a collamer aspheric three piece lens and the lens tore. The lens was removed with no pt injury and another same type lens was implanted. The reporter stated the cause of the torn lens was due to the lens having been loaded improperly, a loading error.

Manufacturer narrative:
Eval results - (other) visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval.